Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by a patient family member that the device had migrated after a pocket revision. The patient has had a device check and discussed the migration with the physician. Follow-up with the physician's office revealed the patient had discussed the position of the device multiple times and that it had moved; the physician wanted the patient to avoid surgery however and had suggested other options for device stability. It was also clarified that the pocket had not been revised but that was what the patient was requesting. The patient was provided with other physicians in the area for a second opinion. The device remains in use. No patient complications have been reported as a result of this event.